Manufacturer narrative:
The actual device was returned for evaluation. During (B)(4) evaluation, it was observed that the device had temperature above specifications. Evidence indicates this was due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an engineering evaluation it was discovered that the attachment device had "temperature above specifications". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.